Event description:
Customer called to report that they were hospitalized for low blood glucose levels. Customer's blood glucose value at the time of hospitalization was 40+ mg/dl. Troubleshooting was done for low blood glucose levels. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.